Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced foreign matter in tube biological and non-biological. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated "when using the tube, it was found that there were foreign matter in the tube."